Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they used the programmer a couple of months after the implant, told the doctor they didn't like it, and stopped using it.  The patient reported that now it is hurting them and they don't want it anymore. The patient said it feels like it is busting through their skin. The patient confirmed there is not an open wound, but everyone can see it under the skin. They have thin skin anyway because of their age. The issue has been going on for years. Device is like coming out of their skin and is hurting their back, would like to request to have it removed.  The patient has no managing physician. Ps will mail listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.